Event description:
The event is reported as: a patient with anaphylactic shock was in need of oxygen in the emergency department within the hospital. The medical staff plugged the mask directly into a flowmeter in order to inflate the bag gradually until it reached 15 liters. The bag was being prepared to be put on the patient. Once the bag reached 15 liters, the bag burst before it could be put on the patient. There was no immediate clinical consequence. Another bag was successfully used. The nurse that actually handled the bag during the incident developed tinnitus within the next 48 hours. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report.